Manufacturer narrative:
Additional information was received that the flow sensor was found to be at fault and has been recommended for replacement. No further information is available.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the flow sensor measures volume incorrectly. There is no report of patient involvement.